Event description:
The initial report indicated that the employee was pouring cidex plus solution and it splashed in their right eye. Employee was not wearing goggles. Employee was standing by a sink with an eye wash and a dr observing the incident instructed employee to rinse their eye for 15 minutes. Although the dr examined their eye, no info was reported regarding the results of this examination. During follow up with the initial reporter one week later, the incident was described differently. The employee was standing at the sink washing instruments. Something fell from a shelf above and hit the edge of the cidex tray. The solution splashed up under their glasses and contacted their eye and the skin around their eye. The area around their eye was checked by their family dr and was prescribed antibiotic eye drops. Employee is having no more problems.